Event description:
Additional information was received from a manufacturer representative (rep). It was reiterated that the patient experienced issues with longer than normal recharge times. It was also stated that an impedance test was performed and resulted in 19 ohms for 1 and 2 on the left side; reprogramming was discussed. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare provider (hcp) reported that readings were done and submitted to the manufacturer for review, while the patient's dad re-educated the patient on the charging procedure to help resolve the frequent recharging and increased recharging time issues. It was determined that the patient was not charging long enough, and after the ins was allowed to drop to 25% the patient would stop the charge series before it reached 100% causing the issues. The frequent recharging and increased recharging time has been resolved with no additional efforts. It was also stated that the cause of the low impedance values of 19 ohms on electrodes 1 and 2 was not yet determined, and they are awaiting result of the diagnostic review.

Event description:
The consumer reported that the patient was recharging too frequently and it began about two weeks prior to (B)(6) 2016. The consumer recharged the patient every night and it used to take 10 to 15 minutes as she had low settings, but now it took over an hour. The consumer got a replacement recharger and was still having problems. The patient had not been recently reprogrammed, switched to a new group, or needed to increase settings. They were recharging to 100% full and the consumer did not know how frequently the patient recharged when with others. There were no associated symptoms. The consumer later reported that they met with the healthcare provider (hcp) on (B)(6) 2016 to have the implantable neurostimulator (ins) recharge stats assessed, but the hcp stated he was "unable to read it" and that there was "incomplete charging history." The hcp noted that there was a specific person in the office that interprets the data, but was not available. The consumer noted that they did recharge with eight coupling boxes. The patient's indication(s) for use were dystonia. Additional information was received from a manufacturer representative (rep). It was reported that the patient was charging too often. The "rr codes" were reviewed and it was stated that the recharge intervals appeared typical. Impedance values were also reviewed and it was stated that 1, 2 were 19.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was suddenly charging too often and having longer than normal charge times.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was the rep's understand that the patient had some short circuits that were programmed around that caused the patient to charge more frequently. The health care provider (hcp) later reported that in (B)(6) 2016, the patient was staying with their mother, but the mother was not charging the patient's implantable neurostimulator (ins) despite the patient explaining that it needed to be charged. The patient's father brought the patient to the clinic and charging was performed. It was stated that the charging took a while to get to 50% because the ins was so low, but it was not overdischarged; normal communication was confirmed. The patient was seen again on (B)(6) 2016 but no impedances were noted at this time; the patient was reprogrammed at this visit. The programming adjustments were: left: 2.8v, 150us, 90hz, 1+2-1+0+; left: 0.7v, 160us, 90hz, c+1-; right: 0.6v, 90us, 90hz, 11+10-9-8-. It was confirmed that no therapy issues were occurring since the change in recharging. It was then stated that the patient's father was hoping the patient would receive more benefit from therapy than what the patient was receiving since implant. The hcp later reported that the clinician programmer 8840 report displayed clear evidence of a short between electrodes 1 and 2 as impedances were 19 ohms. Since the patient was programmed on these two electrodes in group b, it was recommended that this particular electrode pair should not be programmed together. It was also reviewed that it was unlikely that the patient would receive a therapeutic benefit from using these two electrodes and they would also cause an increase in recharge frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.